Event description:
It was reported that, during meniscus repair, the fast fix simultaneously deployed t1 and t2 inside of the patient. T2 had been deployed through the meniscus; both ts were removed. A back up was available to complete the procedure. Surgery was not delayed. The patient was not harmed.

Manufacturer narrative:
H3, h6: the reported fast-fix 360 curved needle delivery system, used in treatment, has been returned for evaluation. The information provided states: ¿during meniscus repair, the fast fix simultaneously deployed t1 and t2 inside of the patient. T2 had been deployed through the meniscus; both ts were removed¿. Visual assessment shows the device was bent and human matter on device. The depth limiter was cut to surgeon¿s desired length. T1 and t2 were returned. An exact root cause cannot be determined with confidence; however, factors that could have contributed to the reported event include: excessive force. The instructions for use under warnings states: ¿do not bend the delivery needle. The fast-fix 360 devices are manufactured with straight or curved delivery needles. Intentional bending of the delivery needle may make it difficult or impossible to deliver the t1 and t2 implants. If the delivery needle has been inadvertently bent, or if resistance is encountered during deployment, a new delivery device may be needed. Do not push the deployment slider twice or the second implant will deploy prematurely¿. There were no indications that would suggest that the device did not meet product specifications upon release into distribution. A review of complaints and manufacturing batch records was preformed, no other complaints of this failure was found.